Event description:
A pharmacist reported the system would not recognize the pack during a procedure. The customer attempted to troubleshoot by swapping the pack with another but the issue reoccurred. Additional information was requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. This is the second complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The two unused returned samples were visually inspected and no obvious defects were found. One extra probe was found. The balls in the check valves of the drip chambers moved freely per specification. Consoles representing current software versions, were used to test the samples. The led rings on the console turned green as the probe connectors were inserted to the console indicating the proper connection between the probe and the console. The samples could prime and pass iop calibration successfully. The probes were submerged into water. No leakage was found on the fluid lines and the probe engines. Fluid was able to flow from the bss bottle to the drain bags. The infusion pressure data were collected by using the pressure meter, and the data were within specification per mtp. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassettes to the infusion lines continuously without any bubble in various settings in all submodes. No message codes appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning processes were able to be performed after functional tests had completed. The samples passed the functional/performance test. The root cause of the customer's complaint is not known; the returned sample met specifications. (B)(4).